Manufacturer narrative:
The hospital has not released the device to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential oversensing. Then noise could be recreated in the clinic. The device was reprogrammed to the alternative sensing vector and remains in service. No adverse patient effects were reported. Additional information received indicates that the device delivered an additional inappropriate shock due to low amplitude and double detection of the t-wave. The patient was re-screened and found that repositioning could improve amplitude and subsequent signal detection. Surgical intervention was performed and the device was explanted and replaced without incident.